Event description:
It was reported by the pt's spouse that, 98 days following a coronary drug eluting stenting treatment procedure, the pt experienced anemia. A 3.0x12mm taxus express2 drug eluting stent was implanted in an unspecified vessel. The pt's spouse reported that 98 days later, the pt experienced "severe anemia with a hemoglobin of 5.8 that caused him to have to stay in the ICU". The spouse reported that the pt was taking coumadin, aspirin and plavix, which were discontinued upon hosp admission in sept 2006. The pt was then re-started on plavix and coumadin, but not aspirin. A recent complete blood count was "normal". F/u with the pt's physician was done; however, the physician reported that he cannot discuss info regarding the pt.

Manufacturer narrative:
A unit has not been returned for review; therefore a technical analysis cannot be carried out. It is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch #8210342 found that the device met its material, assembly and product specs at the time of release to dist.